Manufacturer narrative:
The reported event was inconclusive because no sample was returned. However, the potential root cause for this failure mode could be due to wrong product size selected. The lot number was unknown; therefore, the device history record could not be reviewed. Therefore, no additional action required at this time. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the patient sneezed or coughed, some urine still escaped around their foley catheter and confirmed product was a foley catheter and not a purewick device and stated, some urine still escaped around their foley catheter. Advised caller that from a manufacturing standpoint, we would suggest consulting with the patient physician or urologist to ensure proper use of device and if sizing may need to be adjusted. They could not offer medical advice in that case.